Event description:
It was reported that the device had no image. No impact, no harm reported due to the event.

Manufacturer narrative:
The subject device has been returned and evaluation is currently in process. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported that the device had no image. No impact, no harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A device history review of the current product was conducted, and no problems were found. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. A disconnection found in the cable unit did prevent the endoscopic image from being displayed. The device evaluation also found corrosion on the coupler stopper. Based on the investigation results, no nonconformances were found. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.